Event description:
The customer reported the sys displayed a communication error when the interconnect cable is touched. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect capable connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.